Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, the investigation will be reopened.

Event description:
It was reported that the patient had an unstable right knee. Surgeon exchanged the poly liner. The surgeon said the issue was not related to the implants.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that the patient had an unstable right knee. Surgeon exchanged the poly liner. The surgeon said the issue was not related to the implants.